Manufacturer narrative:
(B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Suspect medical device: 5076 implantable pacing lead, implanted: (B)(6) 2012; 4194 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had bacteremia. Drainage from the device site, hematoma, fever and positive (B)(6) bacteremia were noted. Antibiotics were administered and the entire system was later explanted and not replaced. The patient was enrolled in (B)(6). No further patient complications have been reported as a result of this event.

Event description:
It was further reported that a new system was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.